Event description:
A malfunction alarm with code malf 5 was reported, with fault ID 5-0x2147. There was no adverse impact on the customer's blood glucose level. The pump could not be reset, so the customer service team arranged for a replacement pump. The customer will use mdi as backup therapy during this period.